Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that in the last couple of days the patient "had some fainting spells with it". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.